Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas¿ criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: review of the black box data revealed records beginning (B)(6) 2016; data from the time of the complaint had been overwritten due to continued patient use. A review of the available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump powered on normally and passed delivery accuracy testing. The pump was found to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/faded and discolored.